Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. The patient stated he had not charged or used the stimulation since (B)(6) 2016. Follow up identified the patient had his scs ipg replaced. Stimulation therapy was reportedly restored postoperative.